Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 230 units of insulin, and the insulin gauge displayed 105 units of insulin. The customer's blood glucose level was 199 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.